Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issue with the battery cap, battery was not connecting inside, had to take in and out and it was not connecting, a few motor errors that popped up with no reason, had to rewind and also battery life lasting 2 to 3 weeks. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not assisted with troubleshooting. The device will not be returned for analysis.